Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 600 mg/dl and 600 mg/dl. Customer¿s current blood glucose was 196 mg/dl and also had blood glucose was 321 mg/dl, 300 mg/dl. Customer was not on automode during high blood glucose. Customer was treated with bolus. Insulin pump will not be returned for analysis.